Event description:
The customer reported that the quick bolus/wake button on their pump was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on how to press the button more effectively, but the issue persisted. Consequently, technical support arranged for a replacement pump and provided instructions for returning the problematic pump within 10 days. The customer was informed about storing the pump and agreed to continue using the current pump until the replacement arrived.